Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 4/29/2016. The device was received and the investigation found the complaint of a latch on condition was confirmed. The investigation isolated the failure to the rf board, but a root cause was not identified. The rf board was replaced to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during the autobipolar test the bipolar rf generation in automatic mode failed to stop when the load was disconnected causing a latch on condition.